Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged one day post implant. The ra lead was revised and repositioned successfully. The lead remains in use. No patient complications have been reported as a result of this event.